Manufacturer narrative:
Endoleaks are addressed in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Excessive anticoagulation during the case may have contributed to the reported endoleak. It is reasonable to suggest that a type 4 endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for the procedure and the procedure consisted of placement of a zenith flex aaa endovascular graft bifurcated main body and two zenith flex aaa endovascular graft iliac legs. The final angiography confirmed endoleak; but its type could not be identified. The physician used a coda for additional ballooning since it was suspected to be type I, but the leak persisted. The leak got better after additional placement of a body extension but still persisted. To identify and solve the leak, the physician angiographed inside the mainbody and ballooned the junction areas, but could not solve. He finally determined it was type IV and decided to make a wait and see approach. The pt's condition after the procedure was unk.